Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms during use, including confirmed cartridge alarm 30, with no indication that the issue occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary until a solution was provided, while technical support confirmed warranty status, verified software and shipping information, provided instructions for storage mode and pump return.